Event description:
The procedure was coil embolization of pulmonary artery. Characteristics of the vessel were not provided. Access was obtained from femoral artery. When the physician tried to open the product (src140820-20/f52294), he found that its inner package was already opened. The procedure was continued using another products and was successfully completed without any further issues. The product was not in contact with the patient's body and no patient injury/complication was reported. The complaint product was new and stored per labeling instructions. No damages were noted with outer package. The complaint product is going to be returned for evaluation. Additional information received from the affiliate indicated that the inner package referred to in the event description was confirmed to be the inner seal and sterility was compromised. This is the reason why the physician did not use the product. Unknown if the device was damaged and where the device was stored. The outer box was not crushed or damaged.

Manufacturer narrative:
(B)(4). The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
When attempting to open the 8 mm x 20 cm cashmere 14 platinum microcoil it was found that the inner package was already opened. The product was not in contact with the patient's body and no patient injury/complication was reported. The procedure, which was a pulmonary artery coil embolization was continued and successfully completed using another product. The product was new and stored per labeling instructions. No damages were noted with outer package. No further information is available. The product was returned for evaluation. It was verified that the seal located at the chevron side was found to be fully opened which compromised the products sterility. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported incomplete sealing of the inner package was confirmed. A risk assessment has been completed to evaluate this issue with an investigation initiated under the corrective and preventative action system.

Manufacturer narrative:
It is verified that the seal located at the chevron side was found to be fully opened which compromised the products sterility. An investigation CAPA has been opened to address this issue. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Note: additional information and evaluation codes will be submitted within 30 days.